Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with serial number a133676 had a cracked screen, and a replacement was arranged while the user continued therapy with backup methods and continued dexcom g6/g7 use via phone or receiver. Symptoms included no adverse clinical effects. Outcomes included no reported impact on health or hospitalization. Investigation included collection of device information and coordination of return of the original device following data sync and shutdown. Investigation of this device revealed a damaged display component consistent with physical damage to the screen, and no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.